Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported, that the patient presented remotely via merlin.net. Transmission revealed, that the right atrial lead exhibited noise. No intervention was performed. There were no patient consequences.